Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 20-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was in disconnected mode and station went offline in remote support service (rss). A field service engineer (fse) logged into windows using carefusion admin, ran network diagnostics, and reconfigured the internet protocol (ip) address from static to dynamic host configuration protocol (dhcp). Server communication was reestablished, sync status was up to date, the station came online, and the disconnected mode error was cleared. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was in disconnected mode and appeared offline on remote smart service. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.